Event description:
After disconnecting of the patient, there was found damage of the catheter in place strips on arterial and venous part.

Manufacturer narrative:
A review of the manufacturing records indicated that all device specifications and quality requirements were satisfied. Without an evaluation of the device involved, we are unable to determine the cause or factors that may have contributed to this event.